Event description:
It was reported that prior to an ultrasound-guided breast biopsy through fibroadenoma tissue, the device allegedly had a suction issue. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe and vacuum assembly were returned for evaluation .on visual evaluation , the probe appeared to have blood residue and was received in a condition where the aperture was partially closed. The probe was loaded into the driver and calibrated successfully. On functional evaluation , the probe passed both the maximum vacuum test and vacuum differential test . The probe was inserted into a piece of beef and around the clock sampling was performed. The probe was able to obtain 6 samples successfully. Among 6 samples , 2 samples were obtained using the vac button on the driver. Therefore , the investigation for the reported suction problem is unconfirmed as the device passed the maximum vacuum test . However , the investigation for the identified filling issue is confirmed as 2 samples among 6 obtained using vac button on the driver. A definitive root cause for the alleged suction problem and identified filling problem could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2021), g3, h6(method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2021.

Event description:
It was reported that prior to an ultrasound-guided breast biopsy through fibroadenoma tissue, the device allegedly had a suction issue. The procedure was completed using another device. There was no patient contact.